Event description:
It was reported that when the doctor was doing the meniscal suture repair surgery, when using a meniscus suturing device, after t1 was deployed, t2 counldn't be deployed. The replacement device was used to complete the procedure. No patient injury reported.

Manufacturer narrative:
One 72201491 ultra fast-fix curved needle delivery system returned. The complaint stated: ""it was reported that when the doctor was doing the meniscal suture repair surgery, when using a meniscus suturing device, after t1 was deployed, t2 couldn't be deployed. The replacement device was used to complete the procedure. No patient injury reported." The blue split cannula was not returned. T1 was not returned. T2 and a small portion of suture was returned separated from the needle. The depth limiter was returned trimmed back. It is flared and creased. If a defect is observed, the device should be returned as found. This device has indications of attempted use. Visual inspection confirmed a disfigured delivery needle. It is visibly bent, bowed and twisted. The actuator slide lever has been fully advanced which indicates advancement and positioning of t1 and t2 for stripping off. The needle shaft is straight. No root cause related to the manufacture of the device was established.